Manufacturer narrative:
The customer reported problem cannot be determined. The device passed all required testing and specifications, and released back to the customer. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/05/2019 to present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Alarms for no apparent reason- syringe is not reading correctly. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that alarms for no apparent reason- syringe is not reading correctly. It was reported there was no patient involvement.